Manufacturer narrative:
The reporter has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
Info was received via a medical examiner that stated the suspect device was involved in the suicide of a pt. Per the me, the pt changed the dosing parameters of her insulin pump and in a 9 minutes span proceeded to give herself 80 units of insulin. The me further elaborated that at the same time the pt ingested an overdose of the drug elavil.